Manufacturer narrative:
Pr initial (B)(4) emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that samples were rejected due to contaminated/dirty.

Event description:
It was reported that samples were rejected due to contaminated/dirty.

Manufacturer narrative:
Two photos were received by our quality team for evaluation. A sample was sent but not received due to the sample not making it through customs. If the sample ends up being received, the complaint will be reopened and re-investigated. The photos show one sepp that appears to have a brown spot in the package; therefore, the incident could be verified. It was not possible to determine from the photos if the foreign material was inside or outside the packages. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Without the physical sample a root cause cannot be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.